Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) and prior to deployment, the patient experienced cardiac tamponade from perforation resulting in a drop in blood pressure and heart rate. Echocardiogram confirmed tamponade. Drainage of approximately 100cc was performed. It was suspected the myocardium may have been damaged when looking for a suitable implant position. The ipg and delivery system (ds) were attempted / not used. No further patient complications have been reported as a result of this event.